Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the system was explanted due to pocket erosion and infection. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.